Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v779499, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer via the manufacturers' representative reported it was going too hard and his chest was vibrating; the battery was overworked. The patient had an appointment but he did not know if he had the battery checked; he only had the device reworked. There was another appointment made for (B)(6) 2015. There was no further information provided about this event. If additional information is received, a follow up report will be sent.